Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: (B)(4), model: sc-8416-70, serial: (B)(4), batch: 7006941.

Event description:
It was reported that following an implant procedure, the patient was experiencing abdominal pain and the cause was unknown. The physician believed that abdominal pain was procedure related and not device related. All device components were explanted and will not be returned.